Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2004, (B)(4) lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the lead fractured. The patient is not clinically stable for lead replacement therefore the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated the associated device was settings were re-programmed to eliminate any inhibition of pacing due to noise. The physician scheduled a device changeout to a pacemkaer and will reuse the implanted leads.